Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and suffered from capsular contracture baker grade IV on the right breast implant and capsular contracture baker grade ii on the left breast implant. As a result, the patient will undergo removal on (B)(6)2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On 3/20/2020, a manufacturing record evaluation was performed for the finished device 5870933 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).